Event description:
Patient reported rupture diagnosed by MRI as well as "strong pain in the left breast, mild periareolar erythema, mammary ptosis and mastitis without abscess". The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture diagnosed by MRI as well as "strong pain in the left breast, mild periareolar erythema, mammary ptosis and mastitis without abscess". The device remains implanted. This record relates to the left side.